Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient thinks the paddle was installed in the wrong portion of spinal canal. Since implant, it only helps on left side, not right side. A manufacturer representative tried to adjust it (the first and last appointments were probably in july) and can't get therapy on the right side. Patient noted revision is not an option, the implant was in a critical area neck/brain spine. Patient was redirected to their hcp. No further complications were reported.

Event description:
Additional information was received from the patient (pt). Pt reported information already reported, with new information that the position of the paddle seems to cause problems when they move their neck from side to side. Pt inquiring if there is a way to shut the device down without surgical removal. Pt inquired about future MRI's if the implant was still implanted but not in use, and the pt was not satisfied with the answers provided by the call agent. Pt redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# serial# va1nh7t031 implanted: 2019-05-13 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a lead and new ins implanted in (B)(6) 2019 to help with thoracic area. The patient reported almost immediately after surgery he was not feeling therapy on the right side, only the left. The patient had an appointment for programming (B)(6) 2019. Additional information was reported that the patient's implant was implanted for pain in their left arm and left cervical. The patient assumed since their lumbar ins was taken care of both of their legs because the patient would get therapy on the right side of their back in the areas described with the new operation (implant of the ins) and ins. Unfortunately this was not the case. The patient had an MRI that showed disk disease throughout the patient's back since the patient was (B)(6). The patient is now two months from (B)(6). The patient stated that because they had a full MRI picture after the patient's implant, that someone should have been concerned with the damage on both sides of the patient's back. The paddle should have been centered in the middle of the patient's spinal column such as the lumbar was rather than the left side of the patient which was giving the patient no relief. The patient is very disappointed with their therapy results. No further information was reported.